Event description:
It was reported that during a post-rental inspection of the cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the monitor hinge covers were damaged. There was no patient involvement and no adverse event reported.

Manufacturer narrative:
The stm noted there was no failure of the device as this was cosmetic in nature. The hinges covers (0380-00-0561) and required screw kits were replaced. After the repairs, the unit passed all functional and safety tests per factory specifications. The iabp has been cleared for clinical use and returned to the rental fleet. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).